Event description:
According to the facility there was an issue with a foley catheter balloon requiring an additional catheter to be placed.

Manufacturer narrative:
According to the facility there was an issue with a foley catheter balloon requiring an additional catheter to be placed. No additional information is available at this time. The sample was returned and evaluated, however, at this time a definitive root cause could not be determined. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.